Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.

Event description:
Boston scientific has become aware of the following event: the lesion was 95% stenosed of the tortuous lateral descending coronary artery (lad). The physician used an imaging catheter for post-imaging after the cypher stents (3.0 x 18 and 3.5 x 18) were deployed. It was during this time when the catheter in question got stuck in the stent. When the physician inserted a wire and inflated a balloon at the location of the catheter, the catheter was removed. There were no patient complications.